Manufacturer narrative:
Pending investigation.

Event description:
User reported that the sensor triggered a bubble alarm without air present. There was no patient harm; however, spectrum medical considers this type of event to be reportable.